Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va1zqd6, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 3889-33, lot#: va1zqd6, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 08-may-2023, UDI#: (B)(4). (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had a gradual return of symptoms which started ¿about 3 weeks after surgery¿ (B)(6) 2019. They mentioned that they went from having to wear little pads to larger liners. It was noted that the doctor told the patient to do what they wanted: they could either increase the stimulation or take a supplemental pill. The patient was able to use the communicator/handset and determine they were currently on program 1 at 1.2. They did not feel the stimulation at the current setting. The patient increased the stimulation to 1.8 which was comfortable for them sitting, standing, and walking. The patient was aware to decrease the stimulation if it becomes uncomfortable. Additional information received from a healthcare provider (hcp) who indicated the battery depleted normally and "battery early depletion" (this information is conflicting). On (B)(6) 2019, the patient was seen. Oxybutynin was stopped and the patient noted that there was occasional leaking, but they are pleased that they were able to stop the medication. It was noted that the patient has increased program one time, but no change for many weeks. They added that they are still wearing a thin liner as a precaution and the incision is well healed. On (B)(6) 2019, the patient was present with concerns; they feels as if the lead migrated and denies recent fall or trauma. They also feel sharp pains near their rectum and changed settings last week. During the visit, they changed amplitude. Now they leak on their way to the bathroom (whereas this was well controlled with the device). At this time, settings were changed from program 1 at 5.0v to program 5 at 1.7v; the patient felt most of the stimulation in their right buttocks. They didn't know they could change programs with their device and they were only changing amplitude on program 1. Now, they leak on their way to the bathroom. The hcp indicated that the patient will obtain an x-ray to assess lead placement as the patient is concerned that it may have moved. The hcp also said that if the lead is correctly positioned they will plan scheduling with "app" for device interrogation. On (B)(6) 2020, the x-ray looked good anteroposterior, but lateral x-ray indicated the lead was pulled back slightly and the first electrode was at the bone. The hcp also indicated that there were no impedances and the patient felt all seven programs in the upper buttock to the right between 1.1v and 1.4v. The hcp tried increasing and decreasing pulse width (pw), but there was no change. At this time, it was discussed to replace the lead and the patient agreed. On (B)(6) 2020, they were seen for follow-up for their incontinence. They were scheduled for a system explant and implant of a new system as a result of lead migration. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va1zqd6, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 3889-33, lot# va1zqd6, implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional. It was reported that confirmed that the device was not prematurely depleted. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
H3: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The lead was returned segmented; however electrical testing of the returned segment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.